Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2012, inratio: 1.5, lab: 2.8. Date: (B)(6) 2012, inratio: 2.2. Patient self tester stated his doctor prefers his inr to be around 2.0-2.2. The patient self tester noticed the strip code was different on this meter than his strip's pouch. He had not changed the strip code on his meter in several weeks. He changed the strip code correctly, tested, and obtained an inr=2.5 and was satisfied. He felt that incorrect strip code caused the discrepancy on (B)(6) 2012.

Manufacturer narrative:
Investigation pending.